Manufacturer narrative:
Exemption number: e2014018. Investigation: the investigation was carried out visually and microscopically. Discoloration and visible damage on the star-type reel stand was found. We detected a visible damaged circulation lock of the control lever. We made a visual inspection of the jaw of the shaft and discovered superpose tooth tips and visible damaged jaw parts. We also found a visible damaged scissor blade and misaligned jaw parts. We made a function test and activating the scissors mode and the grasping forceps made, both modes could be activated. Batch history review: the device quality and manufacturing history records have been checked for the lot number (52462784) and found to be according to the specification; valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard and DHR files a material defect and production error can be excluded. Investigations lead to the assumption that the superpose tooth tips, visible damaged jaw part, visible damaged scissor blade and misaligned jaw parts were caused by an improper handling due to a mechanical overload situation. Due to the misaligned jaw parts there is the possibility of high leverage with the instrument. We assume that the visible damaged circulation lock was caused by switch the control level in an instrument mode with the jaw parts are open. There is the possibility of reprocessing of the instrument and these will result the discoloration and visible damage of the star-type reel stand. Per IFU excerpt: to avoid damage to the work tip, especially to the ceramic insulation: do not apply excessive forces and protect the working tip from impacts and knocks. Activating the scissor mode: with the grasping forceps closed, press the blue switch until this audibly clicks in the pressed down position. The scissors are now ready to use. Activation the grasping forceps mode: while the scissors closed, press down the blue switch and release. The grasping forceps are now ready to use. Do not switch instrument mode with the jaw pieces open. No CAPA necessary.

Event description:
It was reported the clamp mode/cutting function was blocked. Prior to use, the surgeon realized the clamp did not work, the jaw (chisel) was blocked. The instrument was not used on the patient. Another device was used to complete the surgery. No harm was done to the patient. No other information has been provided.